Event description:
It was reported via repair work order that the brakes could not hold due to worn brake cams and torn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.